Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family as a device marketed in the u.s.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was noted that the device reached eri due to low voltage on (B)(6) 2012. Ramware version 3 installed on (B)(6) 2012. Performance data was also collected from the device and analyzed. Analysis of the data revealed normal battery depletion.

Event description:
It was reported that the device had early battery depletion after three years of implantation with normal programmed settings. The device remains in use but is scheduled to be changed. It was further reported the device has been explanted and replaced. No patient complications have been reported as a result of this event.